Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 04-aug-2016, an fse conducted follow-up with the customer over-the-phone to address the reported event. The fse guided to customer on checking and cleaning the hybrid arm pick up assembly. The instrument was working as intended. No further actions were required by field service. The most probable cause of the reported event was that the hybrid arm cup pickup assembly needed cleaning.

Event description:
On (B)(6) 2016, a customer reported error 4273: hybrid cup transfer z axis home overrun with their aia-2000 analyzer. The customer was unable to run pth and afp patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of pth and afp patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.